Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced and positioned, as the clip was being positioned it made contact with the first clip causing the first clip to detach from the posterior leaflet and remained attached only to the anterior leaflet in a single leaflet device attachment (slda). The second clip was able to be positioned in a location that both stabilized the slda and further reduced mr to grade 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported clip causing damage is related to procedural conditions. The reported poor imaging is related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip was deployed without issue. A second clip was advanced and positioned, as the clip was being positioned it made contact with the first clip causing the first clip to detach from the posterior leaflet and remained attached only to the anterior leaflet in a single leaflet device attachment (slda). The second clip was able to be positioned in a location that both stabilized the slda and further reduced mr to grade 2+.